Event description:
Customer reported the alarm does not sound when the magnet pull cord is detached or when in use with a sensor. Customer did not know the date the issue was identified. No patient incident or injury was reported.

Manufacturer narrative:
Product has been requested to be returned but has not been received. No prior complaints have been received for the reported serial number. Distributor did not provide the sensor model or lot in use. Note: this issue is being reported based on the initial information provided by the distributor. (B)(4).